Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Event description:
Related manufacturer report number: 2017865-2022-48549, related manufacturer report number: 2017865-2022-48550. It was reported that a patient presented to clinic with an infection. The pacemaker, atrial lead, and right ventricular (rv) lead were explanted. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Visual examination found no malfunctions.